Event description:
During a retrospective review of complaints, it was found that the distributor reported the device having caught fire and burned a small area of the patient's home. No injuries were reported. The device was returned for evaluation, and we also received photographs of the scene. Upon evaluation of the device and examination of the photographs of the scene, it was determined that the damage to the device was concentrated in the front, which is typical of a fire that originates at the cannula from an external source and travels back to the device. Any internal damage to the device appeared to have resulted from the external melting inward. The photographs showed the fire area as located next to a home hospital bed and an overbed table containing a large ashtray with grooves to hold cigarettes. No defect was identified in the device. The evidence from the event described strongly suggests that the event was not the result of any manufacturing defect or failure of process, but occurred because the end user was smoking while the subject device was in use, in direct contravention of warnings placed both on the device itself and in the device's ifus. The on-product warnings placed on the device during manufacture was present after the incident. While users are expected to heed warnings and follow instructions, we have incorporated a failsafe firebreak into the design.

Event description:
During a retrospective review of complaints, it was found that the distributor reported the device having caught fire and burned a small area of the patient's home. No injuries were reported. The device was returned for evaluation, and we also received photographs of the scene. Upon evaluation of the device and examination of the photographs of the scene, it was determined that the damage to the device was concentrated in the front, which is typical of a fire that originates at the cannula from an external source and travels back to the device. Any internal damage to the device appeared to have resulted from the external melting inward. The photographs showed the fire area as located next to a home hospital bed and an overbed table containing a large ashtray with grooves to hold cigarettes. No defect was identified in the device.